Manufacturer narrative:
7/30/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
During a laparoscopic cholecystectomy procedure, the instrument collapsed when lifting the gall bladder. The jaws broke. The surgeon used another device without pt injury.